Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The device would not fully inflate and a cystoscopy noted that the cuff was not closing. Upon removal, a large hole in the balloon was found. The entire aus was removed and replaced. There were no additional patient complications.